Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided pictures did not identify if the return line was disconnected from the screwed connector. The reported condition was not verified. The most likely cause of the condition was due to mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with a prismaflex st150 set, the upper venous line was detached from the filter and there was saline solution leak through the detached part. There was no patient involvement. No additional information is available.